Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the phrenic artery using ruby coils. During the procedure, a ruby coil would not advance from the starting position of the introducer sheath, and the pusher assembly was kinked in the back. Therefore, the ruby coil was removed. The procedure was completed using several new penumbra coils. There was no report of an adverse effect to the patient.